Event description:
The MFR received info alleging ac connector was broken. The device was not in pt use. The ventilator was returned to the MFR for eval and the customer's complaint was confirmed. The ventilator's ac connector was replaced to correct the problem. The malfunction of the ac connector would result in the failure of the device to operate on ac power.

Manufacturer narrative:
This report is being filed as part of the retrospective complaint records review for MDR reportable malfunctions, to address FDA warning letter 12-phi-01.